Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the caller that something is wrong with the cardiac resynchronization therapy pacemaker (crt-p) and perhaps it ¿had got off a setting¿. The caller noted that the patient heart rate has elevated with this device and not with the previous devices. The device remains in use. No further patient complications have been reported as a result of this event.